Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). A review of the treatment log files confirmed the reported event. The bladder neck markers placed into position by the firstassist differed from the final marker placed by the surgeon. The root cause of the reported event was determined to be related to a software design issue, which will be addressed in the next software version. Additionally, multiple sections in the user manual contain guidance informing the user to ensure accuracy of marker placement prior to proceeding with the surgery and to adjust the markers as needed to ensure accuracy. Additionally, prior to initiation of the surgery, the surgeon must choose to accept the treatment plan, as shown on screen, ensuring that the surgeon has final determination on the surgical plan. A review of the device history record (DHR) for hy1000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The hydros user manual, um0401-00 rev. B, provides the following information on the firstassist planning feature: precautions: when firstassist ai¿ feature is active, check its accuracy and adjust the suggested marker positions, as appropriate, before continuing to treatment. Planning: after the planning phase is complete, prior to beginning treatment, the system requires the surgeon to acknowledge a notification that firstassist ai as used during planning and to accept the treatment plan. Section 7b- plan angle: - switch on firstassist ai to view the detected position of the handpiece and prostate boundary capsule to inform planning marker placement. - caution: when the firstassist ai feature is active, check its accuracy and adjust the placed point locations, as appropriate, before continuing to treatment. - adjust the planning markers as in manual planning. Section 7e plan profile: - if firstassist ai can place all 4 markers, adjust the marker placement as needed. - if firstassist ai can only place 3 or fewer markers, adjust the marker placement as needed and place the remaining contour planning markers manually. - caution: when the firstassist ai feature is active, check its accuracy and adjust the placed point locations, as appropriate, before continuing to treatment. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural setup, firstassist ai was used to place the four (4) treatment markers; however, the bladder neck placement was incorrect. The treating surgeon corrected the treatment marker placement, and aquablation therapy was completed. There were no adverse health consequences to the patient due to this event.